Manufacturer narrative:
(B)(4). The device is not available for return and evaluation. The device was transferred to hospital pathology for additional testing. Therefore, the clinical comments cannot be verified. The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Although bioprosthetic valves have been proven to have excellent long-term durability, failure does occur in a small number of valves. In this case, the clinical assessment indicated the leaflets of this device were restricted by host tissue leading to regurgitation and stenosis. The doctor indicated there was no causal relationship between the device and the event. No patient comorbidities or medical history were provided by the health care provider. Intervention to correct this failing bioprosthetic valve is more likely due to patient related factors. Although the patient factors are believed to play a crucial role in the stenosis and regurgitation of this valve, the underlying mechanism is still not fully understood. Without the return of the device for evaluation, the clinical observation will be unable to be confirmed. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through use of the edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a 25mm mitral pericardial valve, implanted three (3) years and seventeen (17) days, was explanted due to mitral stenosis and regurgitation secondary to leaflet immobility caused by pannus growth. The device was replaced with a 27mm mitral valve. No patient medical history has been provided.